Event description:
It was reported that there was an alert on the communicator, and further review of the remote interrogation device report found this right ventricular (rv) lead had an red alert for high shock lead impedances out of range greater than 125 ohms. The lead remains in-service. No adverse patient effects were reported.